Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion in the emergency room and transfer to the intensive care unit, the foley catheter came out naturally. The sterile water was reintroduced, but it was damaged; no leaks were observed. There could there be a tiny hole and want it investigated.